Event description:
A home pt's sister contacted baxter's tech svc center regarding a sys error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of her automated peritoneal dialysis therapy. Per the initial report, the home pt left the clamp closed on the pt extension line during prime. Baxter's tech svc center assisted the home pt's sister in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.

Manufacturer narrative:
The home pt's nurse agreed to review proper procedures with the home pt.